Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose. Customer was and was in intensive care unit due to diabetic ketoacidosis. Customer's blood glucose level was unknown. Customer was in diabetic ketoacidosis because insulin pump ran out of insulin. Troubleshooting was not completed for high blood glucose. The reservoir will not be returned for analysis.